Event description:
It was reported that they were trying to cool a baby using arctic sun device s/n (B)(6) but were getting low flow. They have emptied the pads. The reservoir was full. Pads were reconnected, flow rate (fr) was 0lpm, inlet pressure (ip) was -5.1psi, 0%, cv 0, pump hours 96.2, system hours 395.2. Stopped therapy, disconnected pad, placed device in manual mode. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7psi, 29%, cv 1. Removed fluid delivery line (fdl), inlet pressure (ip) was dropped to 0. Replaced fluid delivery line (fdl), flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.3psi, 40%. Nurse had already placed baby on another device. Suggested sending (B)(6) to biomed for further inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that this device was exhibiting flow issues. In the data logs it was observed that the ip dropped 2psi, while at the same time the pump speed doubled, all the while the ip was unable to achieve -7psi after that. Moreover, the device was exhibiting flow issues is confirmed through the probe logs, but unable to be reproduced at the service depot. The root cause of the flow issue is determined to be due to a fault within the pressure transducer. Pressure transducer was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken. Correction- d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool a baby using arctic sun device s/n (B)(6) but were getting low flow. They have emptied the pads. The reservoir was full. Pads were reconnected, flow rate (fr) was 0lpm, inlet pressure (ip) was -5.1psi, 0%, cv 0, pump hours 96.2, system hours 395.2. Stopped therapy, disconnected pad, placed device in manual mode. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7psi, 29%, cv 1. Removed fluid delivery line (fdl), inlet pressure (ip) was dropped to 0. Replaced fluid delivery line (fdl), flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.3psi, 40%. Nurse had already placed baby on another device. Suggested sending (B)(6) to biomed for further inspection.